Event description:
It was reported that the user experienced low glucose after announcing and consuming a usual 45 g carbohydrate meal, with sensor glucose in the 70s and approximately 1 unit of insulin on board; the agent confirmed the user had recently received corrective insulin and provided education to delay meal announcement until glucose trends upward toward target. Symptoms included hypoglycemia. Outcomes included on-call troubleshooting and user education without escalation or hospitalization. Investigation included review of device-reported data and user-reported glucose trends. Investigation of this case revealed no device malfunction or component failure and suggested insulin-on-board and pre-meal glucose at the lower end of range as contributory factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.